Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, tightness, capsular contracture baker grade unknown, and textured implants.

Event description:
Healthcare professional reported right side pain, tightness, capsular contracture baker grade unknown, and textured implants. Device remains implanted.

Event description:
Healthcare professional later reported the right side capsular contracture baker grade ii and right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Rupture: observed opening on anterior side assessed as a surgical damage like. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: creases were observed. Wear abrasion observed. Brown biological tissue observed on the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side pain, tightness, capsular contracture baker grade ii, and textured implants. Healthcare professional later reported right side rupture. Device has been explanted.